Event description:
It was reported the field of view adjustment of the rigid video scope was rotated. It is unknown when this occurred or if it involved a procedure. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
E2: health professional ¿ (blank); e3: occupation ¿ no information provided. To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to regional service center (rsc) for a service inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the component failure of observation direction adjustment ring, rigid tube is dented, chipped distal end, light guide bundle, and light guide. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the component failure of observation direction adjustment ring was due to the performance of rotating ring deteriorated as the number of usages increase. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer: the issue was identified at the beginning of a diagnostic pneumonectomy procedure.